Event description:
While transferring patient from gurney to the ge x-ray table, the brakes failed on the ge xray table and moved when staff transferring patient. The bed was stabilized by 3 staff members on either side of the table. Message on screen: "table top brakes failure". Patient was safe and staff assisted correctly. Staff re-started x-ray twice however error message remained on screen. Brake worked fine after incident. Manager was notified, biomed ticket was placed, as well as ge rep notified. Ge responded they are aware of the issue at a national level. Ge will issue a software correction. Ge does not have a release date for their software correction.